Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that it was not possible to interrogate the device due to no telemetry, and the device was not pacing. The device was removed and replaced. No patient complications have been reported as a result of this event.